Event description:
The customer reported that halfway through the procedure, the chamber burst. First, a thumping sound was heard and then the leak alarm went off. The patient was disconnected, but 160 ml of extracellular volume was lost. No medical intervention was necessary for this event. The patient did receive a blood transfusion upon completion of the procedure. This is however, pretty normal even when leakages do not occur, per the customer. The customer was unwilling to provide the patient identifier. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the review of the returned set, it is suspected that once the chamber exit tubing tore, the chamber made contact with the centrifuge arm, resulting in additional tubing tears. Although not conclusive, this indicates that this incident is mostly likely due to a misload of the collect line in the filler.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the returned disposable set was evaluated. The wbc chamber was detached at both ends. The tubing from the broad (loop) end of the chamber was detached. There was evidence of adequate solvent, but the tube had completely detached from the bond socket. The tubing from the narrow end of the chamber was torn at the bond socket exit. The tubing that goes from the narrow end of the chamber to the channel is 8cm approx, but the returned set was missing 6cm of this tubing. Only 2cm of tubing between the chamber and channel was still present (i.e. - 2cm of tubing was coming from the collect connector; it was torn at the end). This could potentially be caused by a misload of the collect line (above the reference block). The collect line may not have been under the lip of the reference block. The line would then come into contact with the centrifuge arm and tear. Investigation evaluation and corrective actions are-in-process. A follow-up report will be provided.